Event description:
It was reported that there was a foreign body on top of the eyhance intraocular lens (iol) after implantation. The foreign body was safely removed and the lens remains implanted. The patient outcome was not provided. Attempts have been made to gather additional information; however, no response has been provided.

Manufacturer narrative:
Sections: unknown, not provided. If explanted; give date: lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Lens remains implanted.

Manufacturer narrative:
Device evaluation: product evaluation could not be performed because the product has not been returned. However, evaluation was performed based on the photos provided attached to the file. Some photos show the device already used and others show what appears to be a fiber. The reported issue was verified; however, since there is no sample (e.g. The lens or the device) returned for further evaluation, the reported complaint cannot be confirmed as related or originated during the manufacturing process. The product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.